Manufacturer narrative:
(B)(4).

Event description:
It was reported that post pace t-wave oversensing was observed. Reprogramming was suggested and will be performed at next follow up within 6 months. Patient condition is stable.